Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 6935, implantable tachy lead, (B)(6) 2010; 3830, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. The left ventricular (lv) lead was capped and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. The left ventricular (lv) lead was capped and replaced for unknown reasons. No patient complications have been reported as a result of this event. 2013 (B)(6): it was further reported that the lv lead had pulled back into the main body of the coronary sinus and the threshold was high.